Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510k: k011028, k013227.

Event description:
It was reported that the healing abutment did not seat all the way on the implant and they believe the implant may have damaged threads.

Manufacturer narrative:
Based on updated customer information received and reassessment of the reported event, it was determined that MFR report number 0002023141-2022-01403 was reported in error. Please disregard this submission. No further reports will be submitted for this event. The following sections have been updated: g6: checked "follow-up".

Event description:
No further event information available at the time of this report.